Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences, delivered 1650 pulses with a bolus delivered and had no timeouts or drive stalls. No damages or defects were found that would result in a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The blood glucose levels reached 439 mg/dl while wearing the pod between 24 and 36 hours.